Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the transfer carriage would not disengage from the sterilizer. An employee attempted to release the docking lock when her arm contacted the hot sterilizer cart. The employee applied burn ointment and continued working. Another employee then attempted to release the lock and burned herself on the hot sterilizer cart. The employee applied burn ointment and contained working. The steris technician inspected the transfer carriage and identified the leg assembly was stuck at the linkage pin on the right side of the transfer carriage. The technician performed the necessary repairs, tested the unit, and returned the transfer carriage to service. The transfer carriage is not under steris warranty or steris service contract. No further issues have been reported.

Event description:
The user facility reported two employees received burns while attempting to remove a transfer carriage from the evolution sterilizer. Both employees applied silvadene burn ointment and continued working. No medical treatment was sought. No procedural delays/cancellations were reported.